Manufacturer narrative:
Follow-up #3 supplemental sent to correct information omitted from follow-up #1 and #2; pdt and tga testing results from linked pi were not included. Follow-up# 1 - the MFR narrative should have included the text: additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. Appropriate evaluation codes have been added in this supplemental.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #2 supplemental submitted in part to correct information omitted from previous supplemental; control solution results from linked pi were not included in follow-up #1. The MFR narrative should have included the text: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The alert date should also have read (B)(6) 2015.

Manufacturer narrative:
Follow-up #4 this supplemental report is being sent to correct information previously submitted. Previous submissions regarding test strip and control solution evaluations should be disregarded as they referred to different test strip and control solution lot numbers, not associated with this complaint. Neither the test strips or control solution involved with this complaint have been returned and therefore, no analysis has been completed nor any conclusions drawn. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A secondary issue was noted; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.